Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the foreign material was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation; physical damage to cover, airflow issues, and a sharp edge. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, evis exera iii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the nozzle was clogged and foreign material was found inside the biopsy channel indicating that an insufficient or incorrect reprocessing of the scope was utilized. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
In addition to b5, the plastic distal end cover is damaged and has a sharp edge, the key top 1 is cut and the air water channel is clogged with foreign material. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.